Event description:
It was reported that the impedance and threshold in the left ventricular (lv) lead have increased and are high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-58 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2003; 5076-58 lead, implanted: (B)(6) 2003. (B)(4).